Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported the dovetail mount was loose on the intraoperative aberrometer before surgery. The cart was noted to be off-line. There was no patient harm. The procedure was completed with another machine.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The dovetail was re-secured onto the aberrometer, and the aberrometer was realigned to the customer¿s microscope. The company service representative also confirmed the system message and the interface cable assembly was replaced to resolve the system message. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).